Event description:
A pt undergoing a 4 hr dialysis treatment complained of diarrhea. The treatment was stopped approx 3 hrs into the treatment and the pt was prescribed a 5 day regime of ciprofloxacin and discharged home. Other than the gi symptoms there were no unusual observations related to the treatment or equipment involved. The pt was later admitted to the hospital for nausea and vomiting and diagnosed with gastroenteritis. The pt was diagnosed with hemolysis. The lab data provided is incomplete but reveals elevated troponin, bilirubin, asat, alp, and a decrease in hemoglobin. Based upon the lab data and significant gi symptoms; this is suggestive of a medical, and not mechanical, cause for the hemolysis. The dialyzer was discarded and not available for analysis.

Manufacturer narrative:
The applied gambro dialyzer, polyflux 17 l, was discarded by the facility. The lot number remains unk and no lot history record check or complaint history file check could be performed.